Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. Additionally, technical services (ts) noted that right ventricular (rv) channel markers were not visible on the presenting electrogram (egm). No adverse patient effects were reported. At this time, this device remains in service.